Event description:
The customer stated that, component 24-5404 had an extra neuro pattie in the package, and it did not have a string attached. This causes the sponge count to be incorrect, and without the x-ray string, it can't be identified if left inside incision.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.